Event description:
It was reported that 3 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced false positive results. All bottles were subcultured with no growth on the plates. The erroneous results were not reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "reported fp" were all the positive bottles subcultured? Yes. Did the organism grow on the culture plates? No. Did you use any type of molecular testing to identify the organism from the bottles? No. Were the patients results reported out? No.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that 3 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) produced false positive results. All bottles were subcultured with no growth on the plates. The erroneous results were not reported to clinicians, and there was no report of patient impact. The following information was provided by the initial reporter: "reported fp". ¿ were all the positive bottles subcultured? Yes. ¿ did the organism grow on the culture plates? No. ¿ did you use any type of molecular testing to identify the organism from the bottles? No. ¿ were the patients results reported out? No.